Event description:
Noted that pt had quarter size burn with whitish/yellowish skin exposed, then 4 cm by 3 cm blister noted with site reddened and weeping when mapping patches and grounding pad removed following atrial fib ablation.